Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. The lcd screen is also cracked. Unable to perform displacement test due to the display anomaly. The display window cover is missing. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked screen. Customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The device was returned for analysis.